Manufacturer narrative:
The following additional information was obtained: prior to use, the instrument was thoroughly inspected and found to be undamaged. During a radical prostatectomy, the instrument was employed throughout the entire procedure without issue until near its completion, when a damaged sheath was discovered, with fragments remaining inside the patient. The surgeon did not note any functional problems with the instrument during the surgery itself, and no resistance was encountered upon removal through the cannula. The fragments, which were too small to preserve, were retrieved by aspirating them with a suction device already on the operating table, and no additional surgical procedures were necessary to remove them. The sheaths have been retained for possible inspection and evaluation by isi; however, due to the fragments' small size and the need to maintain sterility, they were not preserved. After a detailed case review, the surgical team could not pinpoint a clear cause for the instrument failure and believe it was most likely due to a device-related defect.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, a single port the sheath ruptured inside the patient, resulting in the release of fragments within the surgical site, which were subsequently recovered by aspiration.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis.